Event description:
It was reported that the packaging of the revolution cms w/breakaway appeared to be contaminated during preparation for use. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device is not available for evaluation.